Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss resulting in incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the surgery, the patient fully recovered.